Event description:
0n 3/28/97 the device "broke" while the surgeon was removing it. X-ray demonstrated a 2-3" long portion of the device catheter remained in the vein extending to the right atrium. The retained portion of the device catheter was successfully removed by a radiologist under fluoroscopy in the radiology dept. No further details were provided this time.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: a through visual analysis of this device revealed that the device septum had a dry red material underneath its surface with no evidence of internal damage. The device catheter segment attached to the device appeared round and unevenly cut with a sharp object such as a blade. This observation also applies to one end of the loose segment appeared compressed due to "pinch-off". Both the device and catheter segments withstood a pressure of 60psi with air and fluid and did not leak. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. Based on the information available and the results of the MFR's analysis of the device, the report that "the device catheter broke as the surgeon was removing it" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR's analysis of the device. An artical exclusive to "pinch-off sign" will be issued to the facility for it's review. No further details are available. The MFR is now closing the file on this event.